Manufacturer narrative:
Device is a combination device. Device evaluated by manufacturer: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11195. Reported at complex cardiovascular therapeutics (cct) 2017 conference in (B)(6). It was reported the patient experienced st elevation and a dissection. Percutaneous coronary intervention was being performed to treat restenosis of 3.0x32mm promus element that was placed in distal left circumflex artery (lcx). There was difficulty inserting a non bsc imaging catheter to the lesion so an anchor balloon technique was performed using a guidezilla. Angiography was attempted after inserting the guidezilla; however, st elevation was observed. The guidezilla was then pulled back up to the left main trunk and when ivus was performed a coronary artery dissection was observed from the lcx proximal part to the middle part. The physician noted that there was a possibility that the dissection was a result of a strong momentum when injecting the contrast media through the guidezilla. Two stents were then placed as treatment for the dissection and to treat the lesion. No further patient complications were reported.